Manufacturer narrative:
The defective sample was not returned for investigation, just a video. Based on the video provided by the account confirms that the extension set is leaking. However, without the incriminated sample, connected device, and without information about the duration of use it is difficult to find how the defect occurred. The cause can be attributed to a user error, manufacturing, or raw material problem, but there is no way to verify without a defective sample. Therefore, the root cause of this issue cannot be determined and confirmed. The ams-636 is assembled in colombia. Vygon columbia performed a documentation review and there are no abnormalities found during the manufacturing process. A review of our complaint database shows no other complaints against ams-636 within the last three years. Corrective action: due to the missing sample, the root cause of this issue could not be confirmed and identified. Therefore, no further corrective action was initiated by vygon colombia at this time.however, vygon will continue to monitor this issue.

Event description:
Extension tube malfunction (leakage) during patient induction.

Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Extension tube malfunction (leakage) during patient induction.